Event description:
It was reported that during an unknown procedure, the trocar broke. It could be removed. Another device was used to complete the case. There was no patient consequence. No additional information is available.

Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.